Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Continuation of d10: product ID: 8709; lot# j11306r07; implanted: 2002; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient was never overdosed. It was reported that the pump was alarming because the patient failed to have it refilled since 2018. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The patient thought maybe the drug was dilaudid at the time of the event but wasn't sure. The pump was currently delivering saline. The indication for pump use was chronic low back pain and spinal pain. The patient was calling because her pump was doing a dual-toned alarm and it started within the last 5-6 days. The patient stated that she only had saline in the pump and did not recall when the saline was put in the pump. She explained that she had saline put in the pump because a while ago she was overdosed and since then she had saline in the pump in case she decided to use it again but so far every time she would even considered it she would worry. When asked when the overdose occurred, the patient stated that she had no idea. The patient was redirected to her healthcare provider to further address the current pump alarm.